Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would power off unexpectedly when running connected to a battery and ac power. It was noted that the installed battery was over 2 years old (dom not provided). There was no reported patient involvement.